Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a sensor error message with the adc device. The caller reported the customer was feeling unspecified symptoms of hypoglycemia, but unable to obtain sensor readings. The customer was taken to hospital and provided unspecified "urgent treatment" for their diabetes. The caller was unable to provide further details. It should be noted that the customer was additionally experiencing nausea, vomiting, and abdominal pain a day prior to the error message occurring; however, it is unknown if this was related to customer's diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a sensor error message with the adc device. The caller reported the customer was feeling unspecified symptoms of hypoglycemia, but unable to obtain sensor readings. The customer was taken to hospital and provided unspecified "urgent treatment" for their diabetes. The caller was unable to provide further details. It should be noted that the customer was additionally experiencing nausea, vomiting, and abdominal pain a day prior to the error message occurring; however, it is unknown if this was related to customer's diabetes. There was no report of death or permanent injury associated with this event.